Event description:
It was reported that patient's inflatable penile prosthesis pump was not working. The pump was revised and pulled out of the scrotum. The pump was functional. Only the previous connector was replaced. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.